Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, smoker, periodontal disease, perhaps biomechanical overload, pain, mobility, perhaps peri-implantitis. Implant was in situ for 4 years (with crown), then suddenly lost without previous symptoms. Only at the end.